Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was patient will have their neurostimulator replaced and move to the other side as the patient mentioned that their spinal cord stimulator (scs) device and interstim device are "counter acting" each other. Scs device and interstim are currently on the same side of the patient body. Patient ask if the pain stimulator needs to be turned off during their surgery, warmed transfer to scs. Patient mentioned that we kept sept sending them letters. Another call was received from the patient and they reported they were schedule to install their bladder stimulator to the other side of their body on (B)(6). Patient asked if their spinal stimulator needed to be turned off before the surgery. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. Patient needed to take their lunch and disconnected the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.